Event description:
The reported description notes that the bedside monitor failed to alarm when the ECG leads became disconnected from the pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm when the ECG leads became disconnected from the pt. Root cause- undetermined. An assessment of the cited bedside monitor was performed by a philips technical service engineer. No product malfunction was identified. The monitor successfully completed performance testing using an philips approved simulator. ECG leads off condition is a technical inop alarm. This alarm is not recorded as a log entry within the central monitor diagnostic logs. No alarm event history printscreen was made available. The users gave no indication of whether a leads off technical inop had been acknowledged (silenced). According to the pt instructions for use manual (intellivue m8000 9001k version d and e.0), inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. Starting with intellivue m8007a software revision e, certain technical alarms can be configured as either red or yellow technical alarms. This included ECG leads off. Therefore, commencing with software revision e, the user may elect to increase the leads off technical alarm to indicate a severity corresponding with red and yellow alarms. A red alarm indicates a high priority pt alarm such as a potentially lift threatening situation (for example, asystole). A yellow alarm indicates a lower priority pt alarm (for example, a respiration alarm limit violation). The limited available info is not sufficient to support that there was any malfunction. The info provided related to this situation and trending for this issue does not support that there is a systemic problem or design or labeling malfunction or any health risk. No further trending, investigating, or corrective action is warranted at this time.